Manufacturer narrative:
Pump passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/compromised force sensor system and excessive no delivery test due to motor error alarm. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.